Event description:
Surgeon reported pt has lenticular astigmatism ou, possibly caused by a shift in the intraocular lens (iol) at 3 mos following implant surgery. Right eye: MDR# 1119421-2007-00019; left eye: MDR# 1119421-2007-00020.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar complaints in the lot. Add'l info was requested by phone on 12/22/06, 1/2/07 and 1/3/07, by mail on 1/3/07 and by fax on 1/3/07.